Event description:
Reporter alleged, the needle from the softclix plus lancet device protrudes outside the end of the cap, after it has been fired. Reporter alleged, that sometimes the needle remains in the customer's finger after it is fired and it has to be pulled out. No actions or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Returned lancet device could not be tested due to a defective priming mechanism. Unable to determine if lancet retracts properly.